Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was difficult to place due to a bent tip. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the distal end damaged. There appearance distortion and fractured. The fractured in that location causing the proximal continuity test to fail. If information is provided in the future, a supplemental report will be issued.